Manufacturer narrative:
Service was on site on (B)(4) 2011. The fse observed a leak originating from peri-pump tubing. The leaking liquid can potentially contain not only wash buffer but patient sample waste, qc material and other substances that are considered a biohazard and/or chemical hazard in nature. The fse replaced the wash collar assembly peri-pump tubing to resolve the leak, and verified instrument operation after repairs were complete. Unrelated to the instrument leak, the fse also replaced a broken spu (sample presentation unit) door hinge that was observed during the service visit. Hardware is the root cause of this event. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 800 access immunoassay system was leaking from above the instrument waste containers. The customer reported that there is a spill clean up procedure in place at the site. No patient results were generated in connection to this event and there is no report of exposure or injury to the user.